Event description:
It was reported that during a procedure to dilate a sfa stenosis, the shaft of the spcb cutting balloon broke. As the physician was advancing the spcb cutting balloon over the guidewire, the catheter broke. Both pieces were removed without incident, and there was no patient consequence. The physician used another of the same devices to complete the procedure, and "everything went well." Patient status was reported as 'good.'